Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that immediately after starting to use an endotracheal tube, the cuff pressure was unable to be adjusted due to the breakage of the pilot balloon. It was reported that no patient injury occurred and the event is resolved. No further adverse health outcomes reported.

Manufacturer narrative:
One used portex® 7.0mm sacett¿ suction above cuff endotracheal tube was returned for investigation. The device was received inside a plastic bag and without its original packaging. Visual inspection was performed at a distance of 12" to 24" and under normal conditions of illumination. Examination found that the inflation line was partially detached. The manufacturing facility performed a review of the manufacturing process. The review showed that the relevant documents were correct and adequate with respect to testing and inspection activities. The manufacturing facility also performed an in-process visual inspection of (B)(4) devices that were in the assembly area: this inspection showed no discrepancies or leaks with the devices. An attempt to reproduce the failure was attempted by cutting a device with scissors; it was observed the cut was similar in appearance to the cut in the returned device. The inflation line was then stretched by hand it was found that the tube completely detached which was noted to be different than the damage seen on the returned device which had only partially detached. Based upon the evidence collected during the recreation of the failure mode, it was determined that the most probable cause of the returned device inflation line cut was that the device was damaged after it left the manufacturing facility. However investigation was unable to definitively determine the root cause.